Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that lumbar MRI for pre-existing back pain. Caller says that the scs system is no longer working and pt can't communicate with the system. Tss reviewed statement in guidelines about stim being off if ins hasn't been charged in a while. Caller says pt is planning on having the system replaced in the future. They have scanned pt in the past and may have past MRI eligibility info they can leverage to do a scan but caller will have to discuss with their radiologist.